Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the single board computer printed circuit board and the ventilator worked properly.

Event description:
It was reported that a ventilator display screen froze. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.